Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: appropriate term/code not available (rippling and firmness).

Event description:
Healthcare professional reported "rippling" and "firmness". This record is for the right side. Device was explanted and replaced. Device will not be returned.